Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021 but removed it later that same day. After removing the sensor, most of the sensor wire was not visible and a portion remained in the patient's body. The patient felt pain when moving the arm and consulted a physician. The retained wire was not visible on ultrasound but was visible on x-ray. Nine days later, the patient underwent a surgical operation with a local anesthetic to have the wire removed from his body. He was treated with the IV antibiotic biotrakson and had sutures placed on the treated area. Initially after the procedure the patient had a sore shoulder. After recovery, his condition improved and he felt well. No product was provided for evaluation. The allegation was confirmed due to the removal of the sensor wire via surgical operation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021 but removed it later that same day. After removing the sensor, the patient's wife stated that the patient started to experience pain in his arm when he moved it. Nine days later, the patient underwent a surgical operation to have the wire removed from his body. He was treated with the IV antibiotic biotrakson and had sutures placed on the treated area. He was not advised to take any other medication after he was discharged. The patient's shoulder was sore after the operation and he was reported to be feeling weak at the time of contact. No product was provided for evaluation. The allegation was confirmed due to the removal of the sensor wire via surgical operation. The probable cause could not be determined. No additional patient or event information is available.